Event description:
A home pt reported 4 incidents of dry minicaps. The pt noticed that the sponges were orange in color with black around the edges. The pt reportedly pushed the sponges with pt's finger, no betadine appeared. Per the pt, no pt injury or medical intervention was associated with these incidents.